Event description:
It was reported during a scheduled biliary drainage catheter exchange, it was noted this drainage catheter had fractured. The distal portion of the catheter remained in the common bile duct/duodenum. Initial attempts to retrieve the detached segment were unsuccessful. The pt returned the following day for successful endoscopic retrieval of the detached catheter segment. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A device history search was performed and revealed no other complaints to date on this lot number. Co's follow-up revealed this catheter was in place for approximately 6 weeks, user technique and/or pt anatomy may have contributed to this event, howevere co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system...this catheter should be evaluated by the physician on or before 90 days post-placement".